Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the device does not power on. There was no adverse patient impact reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device does not power on. There was no reported patient involvement.